Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her insulin pump has been receiving no delivery alarms. The patient's blood glucose at the time of incident was 200 mg/dl, but reached a high of 650 mg/dl recently. The customer does not recall any significant events leading to the no delivery alarms, and that she is able to resolve the alarms by changing the infusion set. Customer stated that she's gone through 3 or 4 infusion sets, and that they only last about ten hours before she receives a no delivery alarm. The customer declined troubleshooting for the high blood glucose levels, and she was advised to call back in order to fully troubleshoot the insulin pump. The insulin pump was not returned, and two infusion sets were shipped to her as a courtesy.